Event description:
It was observed that during the device evaluation, the trocar tube had scratches on the tip of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress led to the malfunction of scratches on the tip of the distal end. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.